Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia with a steady blood glucose of 195 mg/dl while using the ilet with a 23-inch infusion set, with the infusion site reported as intact, and they had recently eaten food outside their usual diet. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with guidance to consider backup therapy and temporary pump disconnection if uncomfortable. Investigation included technical support review and user coaching regarding expected adaptation during early pump use and the impact of recent diet. Investigation of this case revealed no device alarms and no confirmed device malfunction, with hyperglycemia plausibly related to new user adaptation and dietary factors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.